Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on u1 keypad assembly. Pump error 53 alarm found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an software error detected alarm. The customer's blood glucose value was 98 mg/dl at the time of the incident. The customer could not get into auto mode and found that the active insulin had been updating. The customer was able to clear the alarm were able to complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer received a hardware low level failures alarm on two tries to run the self test. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.